Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient was in a car accident and was not receiving adequate relief due to lead migration. The patient was reprogrammed multiple times without success. Surgical intervention occurred on (B)(6) 2019 where a new lead was implanted.

Event description:
It was reported that the patient has effective "stimulaiton" post operatively.